Event description:
This case was reported by a consumer and described the occurrence of skin problem in (B)(6) male patient who received poligrip (super poligrip original denture adhesive cream) cream over a period of 2 years for loose dentures. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip extra with poliseal and polident overnight denture cleanser tablets. Concurrent medications included alprazolam (xanax), fluoxetine hydrochloride (prozac) and atorvastatin calcium (lipitor). On an unknown date, the patient started poligrip ( dental). On approximately (B)(6) 2007, the patient experienced severe skin problems and swelling, redness and inflammation of the chin, lips and eyes. Since (B)(6) 2007, the patient had been hospitalized four times with the length of stay ranging from two to four days. While in the hospital a nasal culture revealed (B)(6). The patient was treated with fluocinolone acetonide, unknown medication (hydrophor) and vancomycin. According to the the patient, the physician felt that he might be having an allergic reaction to something he was using. The patient was advised to discontinue all dental products and find out the make up (contents) of his denture. The patient stated that he had been using super poligrip for two years, mostly the original variant. Most recently he tried super poligrip extra care with poliseal, but believed that his symptoms occurred while using original and extra care variants in addition polident overnight denture cleanser tablets. Treatment with poligrip was discontinued. At the time of reporting, the events were unresolved. This report contains information regarding device 2.

Manufacturer narrative:
Polident tablets are manufactured in (B)(4) and neither the product nor the lot number is available. No corrective actions have een required based on this report. (B)(4). Skin disorder, swelling face, erythema, lip swelling, cheilitis, eye swelling, ocular hyperaemia, staphylococcal infection, hypersensitivity.